Event description:
It was reported that this patient was found deceased in his bed during a police check. The patient's brother stated that the device contributed to his passing but did not specify how he believes it contributed. No information was provided regarding device whereabouts.